Event description:
Reportedly, the power comes on, but the device will not infuse.

Manufacturer narrative:
Device evaluation results: the device would not infuse due to a broken clamp block. The clamp block was replaced.